Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -7.0 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Manufacturer narrative:
B5- per additional information received on 06-may-2022, significant reduction in iridocorneal angles was reported in error. There was no reduction in iridocorneal angles. H6- health effect clinical code: 4581 (significant reduction of ica) no longer applies. Claim# (B)(4).